Event description:
According to the event description: "user informed that vtbi amount infused was not correct. The infusion pump shows that the volume has been infused, but the volume does not reflect in the burette and bag. "During the whole infusion, the liquid from the syringe was not flowing at all, it stayed at 50ml throughout, but the vtbi on the pump was decreasing consistently, they were not able to troubleshoot and had to switch to another pump subsequently."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was sent to melsungen for investigation. However, the device's history files were analyzed. On the (B)(6) 2025, the pump was turned on at 03:12pm. On this date the pump was used for three vtbi therapies (50ml, 45ml and 50ml) no technical malfunctions occurred during the therapies. The first and second vtbi therapy were finished. The third vtbi therapy was stopped after 25.91ml were infused. As no sample was sent in for investigation, the defect is considered not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.